Manufacturer narrative:
This supplemental is being sent to correct information previously submitted within the original 3500a. Category should have been "power", sub category should have been "unit powers off during use"

Event description:
On (B)(6) 2017, the reporter contacted lifescan (B)(4), alleging other message. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.